Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that there was resistance experienced when advancing the implant coil in the microcatheter and it prematurely detached and remains inside the microcatheter. The pusher assembly and microcatheter with detached implant coil inside was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil already detached. The evaluation could not determine the cause of the event; however, the pusher assembly was found broken which possibly retracted the release wire and likely led to the detachment of the implant coil.(B)(4).